Event description:
The customer reported that during fluoroscopic x-ray, the image on the monitor was white. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Pins on the interconnect cable were realigned. The system was tested and found to be working as intended and put back into service.